Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain. It was reported that at an unknown date in 2016, the pump got low on medication (also reported as pump went dry) and the patient got sick. No further information was provided.